Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) displayed an error message. The device was explanted. No additional adverse patient effects were reported. This supplemental report is being filed as additional information reported that the cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. Therefore, the device was explanted and replaced. The device has been returned and is in the process of device analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) displayed an error message. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. It was confirmed that critical therapy remained available. Review of device memory identified evidence that random access memory (ram) had been compromised, which can be indicative of power being lost and then restored. The device case was opened and the battery was removed and forwarded for detailed testing. Despite analysis, the root cause of the clinical observations could not be confirmed.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) displayed an error message. The device was explanted. No additional adverse patient effects were reported. This supplemental report is being filed as additional information reported that the cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. Therefore, the device was explanted and replaced. The device has been returned and is in the process of device analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) displayed an error message. The device was explanted. No additional adverse patient effects were reported. This supplemental report is being filed as additional information reported that the cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. Therefore, the device was explanted and replaced. The device has been returned and is in the process of device analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was interrogated with a programmer and confirmed to be operating in safety mode. Review of stored data found evidence that the device had lost power at some point, and power was then restored. This could indicate a problem with the battery. The device case was removed to facilitate inspection and testing of the internal components. The battery was disconnected from the hybrid assembly and detailed testing determined that this device experienced high impedance in the battery. However, a definitive cause of this high impedance behavior has not been determined.